Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, while collecting the first few points the entire bone model was showing that it was entirely yellow even though they had only collected a few points. To troubleshoot they cleared all the points and collected the femur again, the issue persisted. Then they tried clearing all the femur points and clicked back to the previous screen, clicked forward to femur free collection again and started collecting and the issue continued to persist. The final step they took to troubleshoot was to exit completely out of the case and re-enter into the case again and start the case from the beginning. This final step is what resolved the issue and they were able to continue forward with the case. The procedure was completed, with a non-significant delay, using the same device. Patient was not harmed beyond the problem reported.

Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a software bug. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. E1: name and address.